Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received with multiple insulin pump error alarms. The blood glucose was 103 mg/dl at the time of the incident. After performing troubleshooting it was reported that, they received a critical pump error image on the pump screen. The customer advised to replace the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.